Manufacturer narrative:
Analysis of files from AED sn (B)(4) reveals two events on (B)(6) 2019 lasting 17 seconds and 12 seconds respectively and consisting of two analysis periods and no shocks delivered. In the first event file the AED identified a shockable rhythm and shock was advised. However, once charging began the AED was unable to maintain power and powered off. The AED was powered back on and again for the second event file. In the first analysis period of the second event file the AED identified a shockable rhythm and shock was advised. However the AED was again unable to maintain power during charging and powered off. Examination of the history file from the device reveals a lack of maintenance on the AED. The AED first indicated the 9v battery housed in the battery pack was low and began blinking red and chirping on 09/24/18. These alerts continued unheeded until the 9v battery was fully depleted on 10/14/18. There is no recorded activity from 10/14/18 until 10/07/19, the date of the rescue attempt. The 9v battery is essential for the AED to perform its daily self-testing routine checking the condition of the AED and the battery. As part of these self-checks the AED "conditions" the primary battery to prevent the buildup of a passivation layer on the electrodes which hinders the flow of current from the battery. When a passivation layer develops it can cause the AED to be unable to draw the power required to charge the capacitor and power the AED as intended. The case of the event was attributed to a lack of maintenance on this AED which, because the AED's warnings were not addressed, prevented the AED from being able to perform in the rescue.

Event description:
A professional user reported an event that occurred approximately 2 years ago where the AED was used in rescue and twice prompted to press the shock button but powered off instead. They also reported that the male patient was shocked with another AED and survived. No additional event or patient information was provided.